Event description:
The remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation, the service technician identified deteriorated foam within the device. In addition, dust contamination was observed; however, this finding was unrelated to the reported malfunction. No patient injury, serious injury, or medical intervention was reported in association with this event. Following completion of the evaluation, the device was scrapped by the service center. The event was assessed as reportable under FDA 21 cfr part 803 due to the identification of device deterioration involving foam material within the device.